Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The sample was visually inspected and appeared to have been previously used, as a clear liquid was observed inside of the tubing. A piece of clear tape was placed near the location of the particulate. Upon closer examination, a dark brown particulate was noted within the fluid path of the tubing. Ftir testing of the embedded particulate showed a correlation coefficient of 0.8166, meeting the acceptance criterion ([?]0.8000). The material was identified as pvc (polyvinyl chloride), which matches the tubing material per the product blueprint. Therefore, the particulate is consistent with the tubing and not a foreign contaminant. The sample was discarded by the analytical lab after testing was completed. Based on the investigation findings, the sample was not within internal specification; therefore, the reported defect was confirmed. The particulate was confirmed to be pvs, the same material as the tubing, indicating that the particulate originated from the manufacturing process rather than an external source. Incidents of embedded contamination are typically attributed to degraded or burned material that may have become trapped in the vents during the molding process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: product concern: IV set had foreign matter inside the sterile tubing appeared black and syrupy. No injury reported.